Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation ic completed.

Event description:
The pt was implanted with ventricular assist devices. The vad coordinator reported that the pt was septic and suffered multi-system organ failure. The pt expired on (B)(6) 2013. It was reported that the sepsis originated from the driveline exit site.